Manufacturer narrative:
(B)(4)¿ fixation tab breakage. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparotomy on (B)(6) 2015 and barbed suture was used. The surgeon performed a lock stitch and pulled the suture through the tab and mentioned that the suture was broken. The surgeon removed the broken part and surgeon opined that one side of the tab was damaged or broke off. There were no adverse patient consequences reported.